Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected vitros troponin I es result was obtained from a single patient sample processed using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. The customer was asked to provide information regarding quality control materials used and to perform a within run precision test. Because the customer has not performed any of these activities it is therefore not possible to assess the performance of either the vitros tropi es reagent lot 3231 or the vitros 5600 integrated system. A review of the values for the quality controls from e-connectivity indicates that there is unlikely to be a precision issue as the sd's were low, but this could not be confirmed. Additionally, the e-connectivity data review revealed that the customer does not process a control fluid with a troponin I concentration below the url. Therefore, the performance of the vitros tropi es reagent lot 3231 below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a single patient sample processed using vitros troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Patient sample result of 1.27 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was not reported from the laboratory. There have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).